Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that due to pain, dyspareunia, rectal pain, pelvis pain and abdominal pain a revision procedure was done with closure of a split anterior vaginal mucosa wound on (B)(6) 2005. A mesh removal procedure was done in (B)(6) 2009.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, discomfort, dyspareunia, abnormal bleeding, pelvic pain, lower abdominal pain, rectal spasm and dizziness. (B)(4).